Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call air bubbles and high blood glucose. The customer's blood glucose was 425mg/dl at the time of call. Trouble shooting was performed and found large air bubbles the size of a 16th of an inch. The air bubble is located in the tubing. Advised to remove reservoir from insulin pump and found no leaks or wetness. Customer does not have reservoir plunger available. Advised to change set. The device will not be returned for analysis.